Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac perforation during the implant procedure. It was further reported that the patient experienced a decrease in blood pressure caused by cardiac tamponade. Drainage was performed. The pacing lead was removed and replaced. No further patient complications have been reported as a result of this event.